Manufacturer narrative:
This report is submitted on february 02, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to tip foldover. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2023.